Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim\ IV pump continued to infuse while no fluid was in IV bag. The safety chamber was empty and the infusion pump was still infusing. This was a near potential injury to patient. IV fluid in IV primary line was 10 inches of fluid from patient and the rest of the IV line was dry. IV pump was alarming and rn was at bedside. IV infusion stopped immediately. New bag hung and line flushed through entire IV primary tubing. Bio med removed pump off floor. O xxx reported testing the incident pump with an IV set, matching the lot number of the incident IV set (the incident IV set was not provided by the clinician), to confirm the reported air in the line. Xxx ran the test with the set dry and the air-in-line alarm was confirmed, as reported.